Manufacturer narrative:
D3: mfg establishment name; ICU medical, inc. Device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. The customer reported complaint was confirmed. There are micro tears on the cuff surface, all in the same general direction parallel to the trach. A leak was observed during functional testing. The probable cause is due to contact with patient teeth during intubation.

Event description:
It was reported that the device was checked for air leakage after insertion, and it was found that there was a air leak. Although there was no leakage during cuff check before insertion. The event occurred during patient use/dose, and there was no adverse event.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.